Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis confirmed the reported issue. The computer booted up normally but the software would not install due to a "insufficient disk space - install failed" error. This issue was documented in a medtronic navigation hardware anomaly tracking database. Fdm, fdc codes still apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
On-site functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant medical products: product ID: 9734477, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the representative was getting an insufficient data space error. The representative uninstalled several unused software and deleted patients without success. After reviewing other cases technical services (ts) suggested the computer would need to be upgraded.